Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient cannot drive at night due to halos and also stated that when car approach me with led headlights, I¿m almost totally blinded. The patient doctor said it will get used to it but that hasn't happened yet and it¿s been a year and a half. Additional information received and stated that, the doctor prescribed the brimonidine eye drops use at night time to help with the halos. The patient used it once and it didn't seem to help much. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the consumer indicated experiencing halos and inquired about options. Consumer indicated seeing doctor and that the doctor prescribed eye drops. No further information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the doctor prescribed the cholinergic agonistic eye drops upon follow up visit.

Manufacturer narrative:
Additional information provided in d.1., and d.4. The manufacturer internal reference number is: (B)(4).